Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the alarm was resolved by an infusion set change. The customer is unable to troubleshoot because healthcare provider was doing this process. The customer does want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The patient was advised that we are sending replacement mio.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.